Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-04372. It was reported that the patient was not receiving adequate therapy due to lead migration. X-ray confirmed that 1 lead migrated. The patient reports having multiple falls prior to the issue. Patient noticed a change in therapy and rib stimulation. As a result, surgical intervention occurred on (B)(6) 2021 wherein 1 lead was repositioned to resolve the issue. The patient has effective therapy post operatively. It is unknown which lead was repositioned, so both are being reported.